Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. It was reported that lumen from the renal arteries to the aortic bifurcation was narrow. The bifurcated stent graft was implanted and consequently the contralateral gate opened; however, the area below the gate was very narrow. A guide wire was inserted into the gate but the delivery system catheter could not be advanced into the gate. Additional maneuvers were attempted to insert the catheter in the gate but those were also unsuccessful (see MFR #3953200-2008-00568). The decision was made to convert the device to an aorto-uni-iliac system by placing an aneurx iliac extension through the ipsilateral side. The limb was implanted 2 cm above the flow divider. Then an aneurx aortic cuff was implanted within the iliac limb to just below the top of the bifurcated stent graft. There was a type 3 endoleak between the iliac limb and the cuff which were implanted to create the aui system. An additional aneurx aortic cuff was implanted slightly lower than the first aortic cuff and then it was ballooned with a reliant balloon to successfully resolve the endoleak. A fem-fem bypass was performed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(Required secondary intervention).